Manufacturer narrative:
A picture was returned showing a burette set inside a plastic bag. Received one (1) used list #142730490 plum 150 ml burette set. As received it was noted that the clave was partially separated from the port. The semi-rigid male adaptor of the clave was beginning to break. The deformation on the area was at a slight angle. The complaint that the clave additive port on the burette cracked and resulted in leakage can be confirmed due to the partial separation of the clave from the port. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in cracked and resulted in a leak during patient use. The reporter stated, "clave additive port on burette cracked and resulted in leakage." The quantity affected is 1 and is available for return. A sample picture is available showing the involved product inside plastic packaging. The solution involved was unknown, but there was no drug exposure. The event was noted during infusion. There was patient involvement, no patient harm, and no healthcare provider harm.

Manufacturer narrative:
A photo of the device was provided for evaluation; however, testing has not yet been completed.